Manufacturer narrative:
To date the lens remains implanted all pertinent information available to the manufacturer has been submitted.

Event description:
It was reported to that a male patient experienced blurriness on his left (os) eye that had been implanted with zxr00 intraocular lens (iol). Visual acuity pre implant: 20/40cc. Visual acuity post implant: 20/50sc. It was reported that the patient had a prk (photorefractive keratectomy) on the left eye (os). The lens remains implanted and no explant or other medical intervention is scheduled. No further information has been provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.